Event description:
It was reported the patient's blood glucose rose to 27 mmol/l (486 mg/dl)/ the pod was worn on the patient's arm for between 37 and 48 hours. As treatment, a manual insulin injection was administered.

Manufacturer narrative:
The top battery and pcb were observed to be corroded. A leak test was performed and an internal leak was observed on the unexposed portion of the soft cannula, 0.185 inches from the nail head. The device was downloaded. Download data showed no timeouts or drive stalls and no alarms were generated. The internal leak is confirmed as the cause of the insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.